Event description:
Caller reported that the insulin cartridge leaked at the o-ring location. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer managed to replace the cartridge and continue insulin therapy successfully. A replacement cartridge was approved for expedited shipping by customer support.